Event description:
A hospital reported via a distributor that the peak inspiratory pressure (pip) valve of an rd900aeu neopuff infant resuscitator became stuck. The knob was unable to be rotated. No pt consequence was reported.

Manufacturer narrative:
Fisher & paykel healthcare is attempting to obtain the subject neopuff unit back for investigation. We will provide a follow-up report following either receipt of the device and completion of an investigation or upon receipt of sufficient information in which to form an analysis into the cause of the device malfunction.